Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this pacemaker was performed. Analysis showed that the pacemaker was retuned and confirmed that the battery was depleting prematurely.

Event description:
It was reported that this pacemaker device exhibited continuous high power consumption. The pacemaker was explanted. No additional adverse patient effects were reported.